Event description:
Information was received from a company representative regarding a patient with an implantable pump containing hydromorphone for spinal pain indications. It was reported that the healthcare provider (hcp) was having difficulties connecting to pump and the pump may be flipped, caller wanted to know what a flipped pump would look like and what are some reasons that they may have issues connecting. Technical services reviewed images of a flipped pump and scenarios for connection issues. Additional information was received from a healthcare provider via company representative. It was reported that a pump flip was not confirmed, but the physician described that the pump seemed to have flipped at a previous appointment. That healthcare provider did not implant this patients pump, so it is not confirmed if the pump was sutured into the pocket to prevent it from flipping. If this pump was not sutured down, this may be the cause of the pump flip. The company representative reported that she did not experience difficulty connecting to the pump, but the physician described difficulty connecting to the pump at a previous appointment. It seemed like the pump flipping caused difficulties connecting to the pump. To resolve the difficulty to connect the physician described flipping the pump back to right side up and reorientating the patient to try and promote a better connection and better ability to connect to the pump. It was reported the difficulty to connect did resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.